Manufacturer narrative:
No button error alarm was noted. The device was received with intermittent button response, due to corroded keypad traces. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 119 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.